Event description:
It was reported that during the beginning of a da vinci s hysterectomy procedure, while using the monopolar curved scissors (mcs) instrument with a tip cover accessory installed, a spark was observed coming through the tip cover and causing a burn on the pt's uterus. The tip cover accessory was immediately removed and replaced. The planned surgical procedure was completed with the replacement tip cover and without significant delay. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering found the tip cover has an oval shaped hole in the silicone. The hole is located .340 inches above the silicone to sleeve interface and exhibits melting around the hole, indicative of arcing. Mechanical and internal scratches to the right and left sides of the hole were observed, however, they do not appear to be related to the arcing event. Engineering concluded that the tip cover mechanical and internal tears along with stretching of the silicone over the edge of the mcs instrument proximal clevis ear while pitching the wrist, may have locally reduced the dielectric strength and increased the likelihood of arcing.